Event description:
It was reported that, while playing basketball, the customers pump touch screen became cracked and unresponsive. Customer¿s blood glucose was in the 200 mg/dl range. Reportedly, customer reverted to manual injections for insulin therapy.